Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported intracerebral hemorrhage was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00546. The hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace) and a velocity delivery microcatheter (velocity). At the beginning of the procedure, the patient experienced a vasospasm after a neuron max guide catheter was placed into the right internal carotid artery (ica). The vasospasm was treated with 10 mg of verapamil. Complete reperfusion was achieved using the penumbra system. The vasospasm was reported as a serious adverse event but was unrelated to the penumbra system, the angiographic procedure and the index stroke. On post-operative day 1 ((B)(6) 2015), a non-contrast computerized tomography (ncct) was performed and revealed that the patient had an intracerebral hemorrhage (ich), which continued through post-operative day 4 ((B)(6) 2015). The ich was noted to be due to the index stroke and the pattern of hemorrhage suggested the possibility of vessel perforation. The patient's family agreed to place the patient on comfort measures. On (B)(6) 2015, the patient developed an infection, which was identified to be sepsis. On (B)(6) 2015, the patient was transferred to the hospice unit where he later expired on the same day due to the sepsis. There was no definite cause of sepsis reported; however, possible aspiration was indicated. The patient's death was unrelated to the penumbra devices. The ich was reviewed and adjudicated by the committee to be a non-serious adverse event that was possibly related to the penumbra system and the angiographic procedure, and definitely related to the index stroke.